Event description:
Machine would not pull fluid despite being in dialysis mode. I tried several times to reset the goal and time to no avail. Another nurse cam shortly after and was able to get things to start. Machine gave an error in the beginning of "in bypass too long", but I hadn't started treatment yet.